Event description:
It was reported the customer received a weak battery alert on their insulin pump. The customer stated they had replaced the battery and the insulin pump did not power up. Customer's blood glucose was unknown. Troubleshooting did not occur for the customer's blank display as the issue was resolved. The customer was advised that a weak battery alert will occur prior to a failed battery test or low battery alert. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).